Event description:
Customer returned their orthopat machine to haemonetics without initial report of any problems. No injury or reaction was reported.

Manufacturer narrative:
Eval of the returned machine found a blood spill. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).